Event description:
During a pta in the right iliac artery, the balloon burst as soon as it was pressurized. The approach was from a femoral access, and the lesion was described as stenotic, but not calcified. The procedure was successfully completed with another opta pro balloon. There was no report of any pt complications. As per the reporting affiliate, no additional pt or procedural info is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.